Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. The visual analysis showed a deformation of the vcs shock coil, which occurred most likely during explantation procedure.. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of 24 days a lead dislodgment was reported resulting in bad sensing resulting in 2 ventricular tachycardia episodes. No adverse patient side effects were reported. The lead was explanted.